Event description:
It was reported that the patient had a rhythm which appeared to be ventricular tachycardia (vt) with retrograde conduction. The wavelet scores were high, so the implantable cardioverter defibrillator (ICD) detected the episode as supra ventricular tachycardia (svt) and withheld therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2003; 310c31 valve, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.